Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, on the first attempt to cross the aortic arch, resistance was felt and the advancement of the delivery catheter system (dcs) stopped. The patient complained of chest and back pain. Fluoroscopy revealed a type b aortic dissection in the location of the hairpin bend in the descending aorta. The patient remained stable. The non-medtronic guidewire was exchanged for another non-medtronic guidewire and a snare was used with the dcs in an attempt to cross the bend in the aortic arch. Despite multiple attempts with the dcs handle rotated in multiple positions, the dcs was unable to cross the bend in the aorta. The case was aborted. The patient was stable and recovering in the critical care unit. It was noted that the patient may be rescheduled for tavi via alternative access, depending on computed tomography results. Additional information was received to report per the physician, the dcs contributed to the vascular injury due to the patient's tortuous anatomy characterized as a multi-directional bend in the descending aorta. Additional information was received that approximately eight months following the aborted tavi procedure, the patient returned for a second tavi attempt. Left carotid artery was used for access. The dcs was inserted through a 18 french non-medtronic (gore dryseal) sheath over a non-medtronic (safari s) guidewire. The first deployment was too shallow, and the valve migrated into the ascending aorta. The valve was fully recaptured. The valve was implanted on the second and final attempt at 0 mm on non-coronary cusp (ncc) and 4 mm on left coronary cusp (lcc). For both deployment attempts, the mark band started near the bottom of the pigtail catheter/ncc. The patient went into ventricular tachycardia after full deployment but was successfully cardioverted into sinus rhythm. No other complications were observed during or following the procedure. Additional information was received that no pre-implant balloon dilation was performed. Prior to valve dislodgement, tension on the guidewire was being provided and contributed to variations in depth during deployment to 80% as there were multiple micro adjustments. The depth was around 0-1 mm on the ncc and lcc prior to dislodgement. The attending physician provided further guidance to the fellow on guidewire control prior to the second attempt.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0012986114, use by date: 25-aug-2027, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, on the first attempt to cross the aortic arch, resistance was felt and the advancement of the delivery catheter system (dcs) stopped. The patient complained of chest and back pain. Fluoroscopy revealed a type b aortic dissection in the location of the hairpin bend in the descending aorta. The patient remained stable. The non-medtronic guidewire was exchanged for another non-medtronic guidewire and a snare was used with the dcs in an attempt to cross the bend in the aortic arch. Despite multiple attempts with the dcs handle rotated in multiple positions, the dcs was unable to cross the bend in the aorta. The case was aborted. The patient was stable and recovering in the critical care unit. It was noted that the patient may be rescheduled for tavi via alternative access, depending on computed tomography results. Additional information was received to report per the physician, the dcs contributed to the vascular injury due to the patient's tortuous anatomy characterized as a multi-directional bend in the descending aorta. Additional information was received that approximately eight months following the aborted tavi procedure, the patient returned for a second tavi attempt. Left carotid artery was used for access. The dcs was inserted through a 18 french non-medtronic (gore dryseal) sheath over a non-medtronic (safari s) guidewire. The first deployment was too shallow, and the valve migrated into the ascending aorta. The valve was fully recaptured. The valve was implanted on the second and final attempt at 0 mm on non-coronary cusp (ncc) and 4 mm on left coronary cusp (lcc). For both deployment attempts, the mark band started near the bottom of the pigtail catheter/ncc. The patient went into ventricular tachycardia after full deployment but was successfully cardioverted into sinus rhythm. No other complications were observed during or following the procedure.